Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional codes: mnh, mni. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the synapse locking cap on the t2 screw backed out post-operatively. It was also reported that the patient had surgery on (B)(6) 2014. When the patient came back for the six week follow up appointment, x-rays were taken which showed that the synapse locking cap on the t2 screw has backed out. All parts remain in the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: date of event unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the synapse locking cap on the t2 screw backed out post-operatively. It was reported that the patient had posterior cervical fusion surgery on (B)(6) 2014. When the patient came back for the six week follow up appointment on (B)(6) 2014, routine x-rays were taken which showed that the synapse locking cap on the t2 screw has backed out. The x-rays that were taken were routine; the patient was not experiencing pain. All parts remain in the patient. It was reported that the patient is doing fine.